Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a heart attack and went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600-800 mg/dl. The elevated bg was caused by a faulty sensor. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.